Event description:
Patient had cardiac arrested and recovered. Attempted to place patient on external pacemaker after recovered but cable did not function correctly as they would not fit on the defibrillator. Biomed went to pick up the cable and found that the connector on the hands free cable was not aligning with the port on the unit. After biomed checking the cable, they found that the spring-loaded locking collar was found to be rotated approximately 45 degrees from center. Do not have the original packaging but the label on the cable has the following information: (B)(4). Date of manufacture 2015-04-2014.